Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A device evaluation was performed and the reported failure was confirmed. The r-unit was broken and therefore the image was not displayed. Based on the results of the investigation, it is likely that the r-unit was broken due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope image started to cut off during a laparoscopic hysterectomy. The procedure was delayed for approximately half an hour and was completed with a non-olympus device. The scope was washed according to the washing process. There were no further reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when investigation is completed or additional information becomes available.

Event description:
It was reported that the rigid video scope image started to cut off during a laparoscopic hysterectomy. The procedure was delayed for approximately half an hour, and was completed with a non-olympus device. The scope was washed according to the washing process. There were no further reports of patient harm.